Event description:
Boston scientific received info that this local rep contacted boston scientific's technical services (ts). The local rep was contacted to check the device of a pt who was admitted into the hosp following the receipt of shock therapy. The device was interrogated by the local rep and captured s-ecgs in all vectors appeared normal. The local rep obtained the episode and s-ecgs to be forwarded for review. According to the local rep, the episode's r wave was diminished and of similar amplitude to the pt's t waves. The device exhibited t wave oversensing resulting in delivery of inappropriate shock therapy. At the time of the episode, an inappropriate shock was delivered when the pt was lying down on the pt's right side in bed. The local rep was able to reproduce the diminished amplitude with the pt lying on his right side and the device sense vector programmed to primary. When the device was reprogrammed to other sense vectors, diminished amplitudes were not observed. The amplitude in the alternate vector was small but had normal appearance in the secondary vector. A secondary vector was selected following a device auto set up. A template was acquired with the device programmed in a secondary vector selected. Additionally, the device's vf zone was reprogrammed to 240 bpm.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.